Event description:
It was reported by the affiliate that the (1) 35hst was used during an unknown procedure. It was reported that the gasket fell into the pt but was retrieved. The case was completed with another instrument. There was no pt consequence.